Event description:
It was reported, the patient only used their programmer when stimulation was not working. Stimulation did not work when the patient would go to the bathroom more than usual or feel like they were getting a bladder infection. The patient did not feel stimulation; they had gotten used to the sensation. The patient¿s symptoms resolved with over-the-counter uristat. The patient¿s programmer was beeping, but the patient could only see the splash screen and then it would go blank. The patient saw the low programmer battery screen. Replacing the batteries multiple times did not resolve the issue. There was no visible corrosion and the programmer had not gotten wet. Detaching the antenna did not resolve the issue. The splash screen kept blinking on and off. The programmer would not turn on. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2011 (B)(6); product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3093-28, lot# j0331975v, implanted: 2003 (B)(6); product type lead. (B)(4).

Event description:
It was reported the patient no longer had concerns regarding their device or therapy.